Event description:
It was reported that during a procedure at the user facility the blade came out of the micro oscillating saw once the saw was turned on. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
Upon disassembly for visual inspection, the blade mount assembly was damaged.

Event description:
It was reported that during a procedure at the user facility, the blade came out of the micro oscillating saw once the saw was turned on. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.